Event description:
Boston scientific was initially notified that during a procedure the matrix soft-sr 2d coil and matrix standard-3d coil wedged together inside an excelsior 1018 microcatheter. Pt went to surgery. The pt went to surgery not because of the coils, just because the physician did to want to treat the pt with any more coils. Upon analysis of the matrix soft-sr 2d coil in june 2004, it was noticed that the main coil had separated from the pusher wire at the main coil junction, subsequently classifying this event as medical device report.